Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 22.2 mmol/l. The customer injected all boluses with pens, but blood glucose did not fall. The customer was used humalog in the insulin pump, but the clinic was giving her injections of novorapid. Customer had pneumonia and was on antibiotics. There were some bolus not delivered alerts and some strange blood glucose inputs. There were a lot of air bubbles in the reservoir and a larger bubble in the tubing at the end on the body. The insulin pump passed all the tests. The insulin pump will not be returned for analysis.